Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Aptus endoanchors and an endurant aortic cuff were implanted into an endurant stent graft for the treatment of a proximal type I endoleak. It was reported that on the patient presented with a proximal type I endoleak. Per the investigator the cause of the event is unknown. No additional clinical sequelae were reported and the patient will be monitored by the investigator.

Manufacturer narrative:
Additional information was received: the investigator believed the cause of the event was due to dilatation of the aortic neck. There will be no treatment for the observed proximal type I endoleak. If information is provided in the future, a supplemental report will be issued.